Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Other relevant device(s) are: product ID: 8840, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving lioresal, 1500 mcg/ml concentration at 150 mcg/day dose via intrathecal drug delivery pump for intractable spasticity and stroke. It was reported that the following occurred: alarm not heard/confirmed by telemetry. At the patient's refill today, the hcp saw elective replacement indicator (eri) "or something like that occurred as they were trying to program the pump". Now the hcp stated they were not able to update the pump to reflect today's refill. The hcp was not with the different hcp and was questioning if end of service (eos) was possible. The hcp did not have any patient information to look up device implant date. The last refill was (B)(6) 2017. The hcp did not report any symptom return but he did not ask for further information. The hcp reported: a critical alarm was occurred, eos occurred, a non critical alarm occurred and eri occurred. The logs showed eri occurred (B)(6) 2018 and eos occurred today (B)(6) 2018. Since patient's refill was in (B)(6) 2017, they had no way of knowing about eri. The hcp confirmed they missed the eos. The hcp stated they were currently trying to schedule on monday or tuesday for replacement. No symptom was mentioned. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned and analysis found pump/miscellaneous/eos due to time progression. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative (rep). It was reported that the device was replaced the following friday but the rep was not involved. Alternate contact was reported. No further complications were reported.